Manufacturer narrative:
The investigation into this situation is on-going at this time. Once the investigation is completed, more details and a conclusion will be provided.

Event description:
While inspecting the gantry, 2 sheared off bolts were found, and a 3rd bolt sheared when the engineers tried to undo it. The 4th bolt was intact, so it was removed completely. There was inspection of other machiners which are used for vmat treatments, and so far no problem. This has happened on juniper machine (B)(4), and most of our vmat treatments are done on this machine. During vmat's the gantry can speed up and slow down at an alarming rate, and it is this that has caused these bolts to sheer off.